Event description:
Patient admitted to hospital on (B)(6) 2017 due to intense abdominal pain. Pain was minimized and patient requested to have balloons removed by implanting physician. Patient was discharged on (B)(6) 2017 and transferred to another hospital where implanting physician removed the balloons on same day. Physician confirmed pancreatitis but did not disclose testing done to confirm pancreatitis.